Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen container. Solution is dried on the lens. The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. The optic has additional scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with a handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for the same lens model with a difference of 1.5 diopters of power. The patient issues have resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced blurry vision. The lens was exchanged for a different lens 1 month after initial implantation. Surprise refractive error, wrong iol power were the clinical reason give for the iol exchange. Additional information has been requested.